Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient information not provided/unknown. Device lot number not provided/unknown. Reporter's first name and email not provided/unknown.

Event description:
It was reported that the driver did not engage the implant and the implant fell while trying to hold it with the driver. The procedure was finished with another driver.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One hex driver was returned for investigation. Visual evaluation of the as returned product identified major wear and signs of use on the driver, as well as a fractured iso latch. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Functional testing was performed for the returned products and it was determined the rhd2.5 failed functional testing as it did not retain an in-house compatible implant. Customer follow-up is being performed for the fractured condition of the driver. Upon receiving a response from the customer, the investigation will be re-opened to address the additional information, if necessary. The does not engage event cannot be verified. The driver failed functional testing due to it being fractured. A root cause cannot be determined. The following sections have been updated: b4: date of this report d4: lot number d4: device expiration d4: UDI is n/a g4: date received by manufacturer g7: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h4: date of manufacture h6: entered evaluation codes h10: added manufacturer narrative.